Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker exhibited drastic change in battery longevity. The longevity estimation went from 5 years in (B)(6) 2020 to an alert for eri triggered on (B)(6) 2020. Upon review of session records, there was an unexpected drastic drop in the battery voltage measurements and a rapid increase in battery current drain, which had not occurred due to programming changes. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.